Event description:
As reported by initial reporter (B)(6), post mortem of a pt revealed rib fractures, pathologist believes injuries sustained were consistent with the use of the autopulse. Manual CPR was applied prior to the application of the autopulse.

Manufacturer narrative:
Subsequent to the report from (B)(6), zoll obtained the pathologist's report regarding an unusual pattern of rib fractures that were of such severity that if the pt had survived, he would have had a flail chest. The report "emphasizes that the resuscitation has not contributed to his (pt) death." This report is submitted based on the reported injuries. However, it is important to note the following statement released from the 2005, intl consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The injuries found in this case are consistent with CPR. Engineering eval of the device has not been conducted as yet. It is currently enroute to our facility for eval. However, nothing in the reported event would lead us to conclude that the device malfunctioned. Following receipt and eval of the device, zoll circulation will submit a final report.